Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that a discrepancy in the visual amount of fluid/drug in a syringe versus what the syringe module is detecting. While implementing the opioid drips today on the alaris syringe module, the staff noted that there is a volume discrepancy of medication when they signed for the volume to when they have placed it in the pump (pre-prime). A patient has an opioid drip ordered, (e.g. 50ml). The bedside staff looks at the volume of the opioid drip and signs off this volume with pharmacy representative. The pump then reads the volume of the syringe (for our larger syringes) at between 0.6ml - 0.7ml less than total volume signed from pharmacy (pump reads 49.3ml). The medication is then primed, which the pump gives an accurate priming volume (traditionally, this is 2ml). When starting the drip, it appears we are close to a 3ml difference from the initial 50ml starting point. This 0.6 - 0.7 volume discrepancy may be due to the displacement of the cone plunger, but need to confirm this information. This was from visualizing 3 patients. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Additional information added to: b5,d11 *********************************************** correction: delete b2 "disability" reported in the initial MDR #348449. Although patient demographics were not provided the event was reported to have occurred in the nicu therefore patient presumed to be an infant.

Event description:
It was reported from the nicu that a discrepancy in the visual amount of fluid/drug in a syringe versus what the syringe module is detecting. While implementing the opioid drips today on the alaris syringe module, the staff noted that there is a volume discrepancy of medication when they signed for the volume to when they have placed it in the pump (pre-prime). A patient has an opioid drip ordered, (e.g. 50ml). The bedside staff looks at the volume of the opioid drip and signs off this volume with pharmacy representative. The pump then reads the volume of the syringe (for our larger syringes) at between 0.6ml - 0.7ml less than total volume signed from pharmacy (pump reads 49.3ml). The medication is then primed, which the pump gives an accurate priming volume (traditionally, this is 2ml). When starting the drip, it appears we are close to a 3ml difference from the initial 50ml starting point. This 0.6 - 0.7 volume discrepancy may be due to the displacement of the cone plunger, but need to confirm this information. This was from visualizing 3 patients. Although requested, no additional event and/or patient information was provided.